Event description:
Surgeon revised a makoplasty patient. The original makoplasty on (B)(6) 2011.

Manufacturer narrative:
The revised implants were not returned for investigation. The surgeon stated that the revision was caused due to subsidence of the baseplate. The root cause for the subsidence could not be determined based on the lack of pre-op xray. Typical root causes for subsidence are specific to patient pathology (poor patient selection, insufficient density of sclerotic bone bed). There is no evidence indicating a failure of the implant or the rio system.